Manufacturer narrative:
Continuation of medical devices: d314trg device, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that far field r-wave (ffrw) oversensing was suspected from the right atrial (ra) lead. In addition, there were two recorded ventricular fibrillation (vf) episodes with suspected occasional right ventricular (rv) lead oversensing during the recorded episodes. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.